Event description:
It was reported that the right atrial (ra) lead was experiencing non capture. It was confirmed via x-ray that the lead had dislodged and was sitting on or near the right atrial floor. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr701 implantable pulse generator (ipg), (B)(6) implanted: (B)(6) 2004. (B)(4).